Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient did not do any care to the stoma site or flushing of the tube after it was placed. On (B)(6) 2016, the patient experienced erythema, green purulent drainage and serous drainage at the stoma site. On 17 nov 2016, report indicted that the patient was prescribed an unspecified antibiotic for stoma site infection.